Event description:
It was reported that the batteries have failed testing multiple times. No adverse event reported.

Manufacturer narrative:
Reported complaint of "batteries have failed testing" was verified. This battery, identified with serial # (B)(4), was not maintained as required. Battery maintenance program guide indicates: "each battery should be test-cycled a minimize of once a month to maintain optimal performance". The battery was manufactured in october 2010. It was test cycled 15 times instead of 23. No adverse event reported.